Event description:
It was reported that the pt had experienced withdrawal two times in the last ten days. An intermittent kink was suspected. A 50 mcg therapeutic bolus was performed. A 15% dose increase was programmed. The MFR's device tracking sys indicated that the pt's catheter was replaced. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.